Event description:
It was reported that the lesion treated was located in the 2nd obtuse marginal artery. Two endeavor stents (ref mdr2953200-2008-00270) were implanted. Patient suffered an acute non-stemi one day following stent implant. The investigator reported a periprocedural mi. Troponin elevated was noted 24 hours post implant. Patient was discharged on two days post stent implant. Please note that this model number en25018x is not distributed in the us.